Manufacturer narrative:
It was reported that two anchors broke during implantation. The reported event is confirmed upon investigation of the returned pictures.visual evaluation identified that both anchors had fractured upon insertion. However, without the return of the product, further evaluation cannot be performed.the root cause of the reported failure mode is undetermined. However, the most likely probable causes are applying excessive mechanical forces upon insertion and inadequate bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two ar-8927bc from lot: 11616289 broke in the same spot while implanting in the patient. The second one had a portion stuck inside patient so the surgeon used the needles to do the repair.